Event description:
It was reported that the patient experienced ineffective therapy following a fall. X-ray imaging revealed migration of the lead. As a result, surgical intervention took place to replace the lead and effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.